Event description:
It was reported that a diagnostic anomaly that resulted in a sharp drop in remaining battery longevity and increased current drain was observed on the device. Abbott technical support alleged there was no issue with the battery and that the event was due to an erroneous measurement. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.